Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate. The following information was provided by the initial reporter: stated, he tries to tighten it but its not staying on.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-apr-2022. H.6. Investigation: customer returned a total of 61 unused 4mm, 32 gauge nano pro pen needles from lot 1278335. 30 pen needles were inspected. Each pen needle was attached to a test pen. The patient end of the cannulas were inspected and no defects were found. The pen needles were then tested on a skin analog. The cannulas had no issues piercing the skin analog and did not feature any damage after use beyond expect wear. The pen needles had no defects and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the pen needles not attaching as intended. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate. The following information was provided by the initial reporter: stated, he tries to tighten it but its not staying on.